Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was showing in database as loaded but the cubie was physically not there. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the customer inquired about the expected duration of the process, and field service engineer (fse) informed them that it would require unloading the entire drawer. After consulting with their team lead, the customer requested to schedule a new work order at a later time when they are prepared to proceed and confirmed that no repair is needed at this time.